Manufacturer narrative:
Evaluation summary: this device was received by baxter service shops and underwent a series of accuracy, performance, and visual testing. This reported condition of failure code 810:04 was confirmed.

Event description:
Customer reported a failure code fc 810:04 on this colleague pump. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service event. No additional information is available.